Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system ¿ single port 20 ga 1.25 in had a safety mechanism that would not disengage. The following information was provided by the initial reporter: " the customer's verbatim report is that when the hcp attempted to retract the needle after catheter placement, it was not separated."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system ¿ single port 20 ga 1.25 in had a safety mechanism that would not disengage. The following information was provided by the initial reporter: " the customer's verbatim report is that when the hcp attempted to retract the needle after catheter placement, it was not separated."

Event description:
It was reported that bd nexiva¿ closed IV catheter system ¿ single port 20 ga 1.25 in had a safety mechanism that would not disengage. The following information was provided by the initial reporter: " the customer's verbatim report is that when the hcp attempted to retract the needle after catheter placement, it was not separated."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/19/2022. H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unit and five photos. Functional testing was performed by attempting to decouple the tip shield from the winged adapter. Decoupling was not possible and the winged adapter could not be rotated. The reported defect was confirmed. Excess force was used to separate the tip shield from the back end of the catheter adapter. Upon separation of the two components, adhesive residue was found on the outside of the winged adapter and the inside of the tip shield. Visual inspection under uv black light was conducted and confirmed the presence of adhesive. During manufacturing, adhesive may be incorrectly placed due to adhesive build up or a leak in the dispense system. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.